Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the burr got stuck on the guidewire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During insertion, it was noted that the burr got stuck on the guidewire. A kink was noted on the guidewire. The burr and rotawire were removed together as one unit. The procedure was completed with another of the same device. There were no patient complications reported.